Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave oversensing by the pacemaker, resulting in inappropriate mode switching. P waves were also under-sensed, with significant variability noted. No interventions or changes were performed, and the patient remained in stable condition.